Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2025, it was reported that this patient on peritoneal dialysis (pd) therapy experienced a m31 air detected in cassette warning during drain 1 of treatment with the fresenius cycler/ fresenius cycler cassette. Additionally, it was reported that fluid was discovered at the drain line of the cassette. In additional follow-up, the patient confirmed that there was no fluid inside the pump module area on the machine or on the external side of the cassette. The patient reported that there was a hole in the drain line. The patient did not complete pd treatment on the cycler on this date. However, it was reported that the patient continued pd therapy the following day via manual pd exchanges. The patient stated the fresenius cassette sample is not available for return to manufacturer for evaluation. Furthermore, on 10/nov/2025, it was learned that the patient was subsequently hospitalized for peritonitis and sepsis. Upon further discussion with the patient¿s pd nurse confirmed that the patient was hospitalized on (B)(6) 2025 with peritonitis characterized by symptoms of generalized malaise and cloudy pd effluent. The nurse had no records from the hospital on this event and as a result could not provide any information pertaining to pd culture. Additionally, the nurse could not confirm that the patient had a diagnosis of sepsis. It was stated that the patient was being treated with intravenous (IV) antibiotic therapy (details unknown). The patient remained hospitalized at the time follow-up was performed but was reported to be recovering from the event. The nurse indicated the reported fluid leak could have caused the peritonitis event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. A temporal relationship exists between the pd therapy with the fresenius cycler/ fresenius cassette and the patient¿s peritonitis event. The patient reportedly experienced a fluid leak at the drain line (from an alleged hole) during pd treatment 2 days prior to developing peritonitis. At this time, it is unknown what may have caused the hole to develop. The drain line carries pd effluent away from the patient and is not part of the sterile pd pathway. Therefore, it is unlikely that the leak at the drain line led to peritonitis. However, with the information available the cause of peritonitis cannot be firmly established. As a result, the fresenius cycler/fresenius cassette cannot be excluded from the peritonitis event. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly.

Event description:
On (B)(6) 2025, it was reported that this patient on peritoneal dialysis (pd) therapy experienced a m31 air detected in cassette warning during drain 1 of treatment with the fresenius cycler/ fresenius cycler cassette. Additionally, it was reported that fluid was discovered at the drain line of the cassette. In additional follow-up, the patient confirmed that there was no fluid inside the pump module area on the machine or on the external side of the cassette. The patient reported that there was a hole in the drain line. The patient did not complete pd treatment on the cycler on this date. However, it was reported that the patient continued pd therapy the following day via manual pd exchanges. The patient stated the fresenius cassette sample is not available for return to manufacturer for evaluation. Furthermore, on (B)(6) 2025, it was learned that the patient was subsequently hospitalized for peritonitis and sepsis. Upon further discussion with the patient¿s pd nurse confirmed that the patient was hospitalized on (B)(6) 2025 with peritonitis characterized by symptoms of generalized malaise and cloudy pd effluent. The nurse had no records from the hospital on this event and as a result could not provide any information pertaining to pd culture. Additionally, the nurse could not confirm that the patient had a diagnosis of sepsis. It was stated that the patient was being treated with intravenous (IV) antibiotic therapy (details unknown). The patient remained hospitalized at the time follow-up was performed but was reported to be recovering from the event. The nurse indicated the reported fluid leak could have caused the peritonitis event.